Event description:
It was reported that the pt developed an infection at the vns site. Further info reveals that the pt's device was explanted and the reason for the infection was determined to be that the pt was allergic to the sutures used. No cultures of the wound site were taken. It is unk if the pt will be re-implanted in the future.

Event description:
It was reported that the patient will now be re-implanted with a vns system. The patient underwent re-implant surgery on (B)(6) 2015.